Manufacturer narrative:
The reported 138114a- goldline pencil is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, one goldline blade was discovered with "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user.

Manufacturer narrative:
Manufacturing site address has been corrected. Evaluation: this is a supplemental report filing due to the original device being returned for evaluation. The reported electrosurgical handpiece was returned in its original unopened packaging to conmed for evaluation of "insufficient heatseal". Label verification was performed. Visual inspection by the packaging engineer determined there was a piece of paper in the seal. Dye leak testing was performed and revealed there was no breach in sterility. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing 2,040 units, one additional complaint has been reported for this failure mode. A review of complaint history revealed 27 complaints involving 28 devices have been reported in the past two years. During this same two-year time frame, 6,827,706 devices have been sold worldwide making the rate of failure 0.00041 percent. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.